Event description:
On (B)(6) 2013, we rec'd the following info: during an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion omni-tome pre-loaded sphincterotome was used. The dome tip looked rough and not smooth. This info did not reasonably suggest a reportable event had occurred. On (B)(6) 2013, the device was rec'd for evaluation. Our laboratory evaluation confirmed a small section of the dome tip has peeled back and is extending outward, creating a burr. An extending burr has been established as a reportable occurrence. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report that the distal tip is damaged. A visual inspection of the device without magnification confirmed a split and burr at the distal tip. This defect was then further confirmed under 10x magnification. No other product discrepancies were noted that may have attributed to the defect. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not produce the actual conditions of product usage during out laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the tip of the sphincterotome can occur if the sphincterotome rec'd excessive pressure during advancement of the catheter through the accessory channel of the endoscope. If the elevator of the endoscope has an abnormally sharp edge, this could contribute to a damaged tip. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to a damaged tip include manipulating the handle with the pre-curved style inside the cannulating tip. The instructions for use advise the user to carefully remove the pre-curved stylet from the cannulating tip. The instruction for use contains the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection to ensure device integrity. The visual inspection verifies the tip is round with no sharp edges. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.